Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the olympus evis exera iii video system center was not providing an image with 180 scopes during procedure preparation. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The device was not returned to olympus for evaluation; therefore, a conclusive root cause could not be determined. The phenomenon is being attributed to a faulty operational amplifier circuit. There was a design change for the operational amplifier circuit of the patient board. It was confirmed the device was manufactured prior to the design change. It is unclear whether this design change is related to the indicated event. Olympus will continue to monitor field performance for this device.